Event description:
The customer contact reported the pump did not deliver. At 0900, the pump was programmed for secondary delivery of vancomycin 1 gram/250ml, at a rate of 70ml/hr, with a volume to be infused (vtbi) of 240ml and the delivery was started. At approximately 1115, the pump sounded an audible alarm indicating the secondary vtbi was complete; however, the nurse reported that 200ml remained in the secondary bag. The nurse reprogrammed the pump to deliver an vtbi of 200ml, resumed the delivery and reported seeing "fluid dripping from the tubing." At approximately 1230, the nurse checked the pump and at this time noted the pump display was incrementing, however, no fluid was being delivered. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Therapy was resumed with a replacement pump. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.